Manufacturer narrative:
Postal code - (B)(6). The device was manufactured january 11, 2017 ¿ january 13, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with piperacillin/tazobactam, citrate buffer, and sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.